Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the infusion sites. The customer ended up passing out on the bedroom floor. The customer must have yanked the infusion site out because they found it next to him. The customer could not remember what his blood glucose level was but it was very low. The customer slept it off. The customer had a double bolus and that is why his blood glucose level went low. His current blood glucose level was 203 mg/dl. The device was not returned.